Event description:
Dealer advised toilet seat with lid does not fit on the 9650-4 commode dealer has out of box from order (B)(4). Dealer advised he received a square seat but the seat on his commode is square. Dealer could not provide any further information.

Manufacturer narrative:
Document will be updated as further information becomes available.